Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported during troubleshooting that the patient is in the hospital at the time of the liberty select cycler alarm. It is unknown why the patient is hospitalized. It is unknown if the hospitalization is related to the patient¿s peritoneal dialysis treatments. Additional information has been solicited.